Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage, with struts from the mid-proximal to distal end stretched distally over the tip. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23jan2020. It was reported that crossing difficulties were encountered. The target lesion was located in a tortuous and calcified right coronary artery. Following pre-dilatation, a 3.00x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion after several attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.